Manufacturer narrative:
Cot retaining post threads.

Event description:
It was reported by service report that the cot would not load and cot post will not tighten. No pt involvement or adverse consequences are reported.